Manufacturer narrative:
(B)(4). The device remains implanted in the patient; therefore will not return for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by date. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an expired xience v stent was implanted in a coronary vessel in (B)(6) 2013. In (B)(6) 2015 the stent was noted to have collapsed. The patient was hospitalized and another percutaneous intervention was performed. There was no adverse patient sequela. There was no additional information provided.